Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, de novo lesion in the left anterior descending (lad)artery. The 3x12mm nc trek balloon dilatation catheter (bdc) had difficulty advancing on the unspecified guide wire and could not reach the target lesion. The bdc was simply removed, and a tear was observed on the balloon. There was no adverse patient effect and no clinically significant delay in the procedure. Another bdc was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported kink was confirmed; however, the reported difficulty advancing the device over the guide wire could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty advancing the device over the guide wire; however, the reported kink appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.h6: medical device problem code 4008 - removed.

Event description:
Subsequent to the previously filed medwatch report, the following information was received: the 3x12mm nc trek balloon was not torn; however, a kink was observed in the shaft of the device. No additional information was provided.